Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was problems with wound closer following surgery at two incision points. The plate was directly under the scalp suture. Per an internal medical review by the medical director; no additional information in regards this case could be provided. There was no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Date of event: reported as; summer 2014. (B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The visual inspection of the returned device performed as part of the manufacturing investigation reported only two fragments of rapidsorb plate were received and were contaminated with blood. Since the article and lot numbers of the involved implants are not known and due to the lack of further clinical information the present complaint cannot be fully analyzed and the investigation is unable to give a conclusive statement regarding a possible failure reason. The corresponding ¿instruction for use¿ (sm_706475) refers to some potential complications as follows: in general, good tissue receptivity by implantation of resorbable copolymer poly(l-lactide-co-glycolide) implants in bone is supported by experimental and clinical data. Nevertheless, the following complications are possible: neurovascular injuries caused by surgical trauma; foreign body reactions; allergic reactions; inflammatory reactions; infections can lead to failure of the procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).